Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was not using the implant as it was not taking care of the pain. The patient had the implant removed but the leads were left in and they could feel the wire under their skin.